Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("irregular bleeding / abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included facial rash and facial swelling. Concurrent conditions included obesity, vaginal pain, allergic reaction to analgesics, ovarian cyst, endometriosis, shortness of breath, back pain, difficulty breathing, follicular cyst of ovary, fever, shortness of breath, vomiting, dysuria, cellulitis, weakness and endometriosis. Concomitant products included ibuprofen, ibuprofen (motrin) and paracetamol (tylenol) since 2011. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)."), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), hormone level abnormal ("hormonal changes describe: due to hysterectomy"), cystitis ("infection (bladder/urinary tract/vaginal)- bladder"), urinary tract infection ("infection (bladder/urinary tract/vaginal)- urinary tract"), neuropathy peripheral ("neurological conditions or problems type: neuropathy of feet"), eczema ("rashes or skin conditions type: exzema"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingo-oopherectomy on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and abdominal pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, hormone level abnormal, cystitis, urinary tract infection, migraine, headache, nausea, neuropathy peripheral, eczema, vaginal discharge, visual impairment, eye disorder, weight increased, dyspareunia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, eczema, eye disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, neuropathy peripheral, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight- 220 lbs. Trailing coils; left 1 right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. 17-jan-2013: ultrasound shows a 5 cm cystic lesion on the left ovary. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2018: pfs received: event psychological or psychiatric problems condition: depression and mental anguish, dyspareunia (painful sexual intercourse) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain/ pelvic area pain") and genital haemorrhage ("irregular bleeding / abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included facial rash and facial swelling. Concurrent conditions included obesity, vaginal pain, allergic reaction to analgesics, ovarian cyst, endometriosis, shortness of breath, back pain, difficulty breathing, follicular cyst of ovary, fever, shortness of breath, vomiting, dysuria, cellulitis, weakness and endometriosis. Concomitant products included ascorbic acid;betacarotene;biotin;calcium carbonate;calcium pantothenate;colecalciferol;cupric oxide;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;levomefolic acid;magnesium oxide;nicotinamide;potassium iodide;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;zinc oxide (prenate elite), ibuprofen, ibuprofen (motrin), medroxyprogesterone acetate (depo provera), nsaids, paracetamol (acetaminophen) and paracetamol (tylenol) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain/ abdominal area pain") and dyspareunia ("dyspareunia (painful sexual intercourse).") And was found to have weight increased ("weight gain"). In 2011, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), cystitis ("infection (bladder/urinary tract/vaginal)- bladder"), urinary tract infection ("infection (bladder/urinary tract/vaginal)- urinary tract"), neuropathy peripheral ("neurological conditions or problems type: neuropathy of feet"), eczema ("rashes or skin conditions type: exzema"), visual impairment ("vision/eye problems") and eye disorder ("vision/eye problems") and was found to have hormone level abnormal ("hormonal changes describe: due to hysterectomy"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingo-oopherectomy on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain was resolving and the genital haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, hormone level abnormal, cystitis, urinary tract infection, migraine, headache, nausea, neuropathy peripheral, eczema, vaginal discharge, visual impairment, eye disorder, weight increased, dyspareunia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, eczema, eye disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, neuropathy peripheral, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight- 220 lbs. Trailing coils; left 1 right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Ultrasound scan - on (B)(6) 2013: 5 cm cystic lesion on the left ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2019: pfs received. Outcome of event abnormal bleeding (vaginal) was updated. Concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain/ pelvic area pain') in a 33-year-old female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included facial rash and facial swelling. Concurrent conditions included obesity, vaginal pain, allergic reaction to analgesics, ovarian cyst, endometriosis, shortness of breath, back pain, difficulty breathing, follicular cyst of ovary, fever, shortness of breath, vomiting, dysuria, cellulitis, weakness and endometriosis. Concomitant products included ascorbic acid;betacarotene;biotin;calcium carbonate;calcium pantothenate;colecalciferol;cupric oxide;cyanocobalamin;dl-alpha tocopheryl acetate;ferrous fumarate;folic acid;levomefolic acid;magnesium oxide;nicotinamide;potassium iodide;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;zinc oxide (prenate elite), ibuprofen, ibuprofen (motrin), medroxyprogesterone acetate (depo provera), nsaids, paracetamol (acetaminophen) and paracetamol (tylenol) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain/ abdominal area pain") and dyspareunia ("dyspareunia (painful sexual intercourse).") And was found to have weight increased ("weight gain"). In 2011, the patient experienced nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("irregular bleeding / abnormal bleeding (general)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), cystitis ("infection (bladder/urinary tract/vaginal)- bladder"), urinary tract infection ("infection (bladder/urinary tract/vaginal)- urinary tract"), neuropathy peripheral ("neurological conditions or problems type: neuropathy of feet"), eczema ("rashes or skin conditions type: exzema"), visual impairment ("vision/eye problems") and eye disorder ("vision/eye problems") and was found to have hormone level abnormal ("hormonal changes describe: due to hysterectomy"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingo-oopherectomy on ( (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge and abdominal pain had resolved and the dysmenorrhoea, fatigue, hormone level abnormal, cystitis, migraine, headache, nausea, neuropathy peripheral, eczema, visual impairment, eye disorder, weight increased, dyspareunia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, eczema, eye disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, neuropathy peripheral, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight- 220 lbs. Trailing coils; left 1 right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Ultrasound scan - on (B)(6) 2013: 5 cm cystic lesion on the left ovary.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: outcome for events pain, bleeding, bladder/urinary problem was added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("irregular bleeding / abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included facial rash and facial swelling. Concurrent conditions included obesity, vaginal pain, allergic reaction to analgesics, ovarian cyst, endometriosis, shortness of breath, back pain, difficulty breathing, follicular cyst of ovary, fever, shortness of breath, vomiting, dysuria, cellulitis, weakness and endometriosis. Concomitant products included ibuprofen, ibuprofen (motrin) and paracetamol (tylenol) since 2011. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), hormone level abnormal ("hormonal changes describe: due to hysterectomy"), cystitis ("infection (bladder/urinary tract/vaginal)- bladder"), urinary tract infection ("infection (bladder/urinary tract/vaginal)- urinary tract"), neuropathy peripheral ("neurological conditions or problems type: neuropathy of feet"), eczema ("rashes or skin conditions type: exzema"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingo-oopherectomy on (B)(6)2013). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, hormone level abnormal, cystitis, urinary tract infection, migraine, headache, nausea, neuropathy peripheral, eczema, vaginal discharge, visual impairment, eye disorder, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, eczema, eye disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, neuropathy peripheral, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight- 220 lbs. Trailing coils; left 1 right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. (B)(6)2013: ultrasound shows a 5 cm cystic lesion on the left ovary. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("irregular bleeding / abnormal bleeding (general)") in a 33-year-old female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes describe: due to hysterectomy"), cystitis ("infection (bladder/urinary tract/vaginal)- bladder"), urinary tract infection ("infection (bladder/urinary tract/vaginal)- urinary tract"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), neuropathy peripheral ("neurological conditions or problems type: neuropathy of feet"), eczema ("rashes or skin conditions type: exzema"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, hormone level abnormal, cystitis, urinary tract infection, migraine, headache, nausea, neuropathy peripheral, eczema, vaginal discharge, visual impairment, eye disorder, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, eczema, eye disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, neuropathy peripheral, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight- 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received:events added: "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problems or changes, urinary problems or changes, dysmenorrhea (cramping), fatigue, hormonal changes describe: due to hysterectomy, infection (bladder/urinary tract/vaginal)- bladder, infection (bladder/urinary tract/vaginal)- urinary tract, migraines, headaches, nausea, neurological conditions or problems type: neuropathy of feet, rashes or skin conditions type: exzema, vaginal discharge,, vision/eye problems, weight gain,did you undergo an essure confirmation test? No", lot number, concomitant condition added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (tubal removal). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.